Event description:
It was reported that a skin irritation causing skin tearing had occurred while wearing the pod longer than 48 hours. Patient visited an urgent care where the skin tear was bandaged.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.